Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a software/firmware update on the ilet failed, which paused insulin delivery and led to elevated blood glucose. The care team advised restarting the ilet and phone, then attempting the update again, with guidance to delete and reinstall the app and call support if the issue persisted. Symptoms included hyperglycemia. Outcomes included resumption of insulin delivery with declining blood glucose and no hospitalization. Investigation included technical support troubleshooting. Investigation of this case revealed a failed firmware update followed by successful resumption of insulin delivery. It was concluded that the event was related to a software update failure with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.